Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump did not calculate bolus amounts to correctly cover carbohydrate intake. The insulin to carb ratio, insulin sensitivity factor, and target blood glucose settings were set correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump insulin to carbohydrate ratio was set to 1u:5g. An ezcarb bolus was programmed for an intake of 60 g of carbohydrates at the target blood glucose value, and the pump correctly calculated a bolus of 12 units. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim with discolored text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.